Manufacturer narrative:
(B)(4). On (B)(6) 2021 the customer alleged power loss alarm. Pump received with detached retainer ring. Pump received with pillowing keypad overlay, cracked case on corner of belt clip rails, cracked case above arrow and battery icon, cracked keypad overlay, and scratched case identified during the visual inspection. Thus was utilized and downloaded trace/history files properly. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. In further full review in the pump history found no power loss alarms on (B)(6) 2021; however, found: insert battery alarm on (B)(6) 2021 at 10:59:27,11:14:56, and 11:15:53. Low battery alarm on (B)(6) 2021 at 10:55:00. Failed battery alarm on (B)(6) 2021 10:59:33 and 11:15:07. Pump passed self test, sleep current measurement, and active current measurement. Unable to perform displacement test or lock a test p-cap into the reservoir compartment due to missing retainer ring. No unexpected power loss, insert battery, low battery, and failed battery alarms during testing. Customer alleged for power loss alarm was not confirmed. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had replace battery alarm. Customer stated they did received low battery alert prior to replace battery alarm. Customer stated timing was less than 8 hours from the low battery alert to the replace battery alert. Customer stated it was second occurrence of replaced battery alarm in less than 8 hours after a low battery warning. No harm requiring medical intervention was reported. The customer will discontinue use of the device.